Event description:
It was reported by the customer that the expressew iii ac+ gun device was not working. During in-house engineering evaluation, it was determined that there were rests of biological matter on the jaw on the device. It was further determined that the when functional test was performed, a test needle was loaded into the device, and the needle was not able to fully pass the inserter groove. There was no procedure nor patient involvement reported. No additional information was provided.

Manufacturer narrative:
Additional narrative: UDI: (B)(4). Investigation summary: the device was received and evaluated. Upon visual inspection, it could be observed that the device has some marks of use as usual on these type of reusable devices. The device does not show any structural anomalies. The upper jaw is not bent or broken. Rests of biological matter can be observed on device's jaw. When functional test was performed, a test needle was loaded into the device, the needle was not able to fully pass the inserter groove. The functional test cannot be performed. A manufacturing record evaluation was performed for the finished device 5101619020801 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection and test result, this complaint can be confirmed. A possible root cause can be attributed to a lack of maintenance since this device is reusable, the continuous use can cause internal build up of debris in the internal parts leading to hard deployment. However, this cannot be conclusively determined. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.